Event description:
It was reported that over the course of 15 months, a significant decrease was observed from 10.5 years to 6 years remaining battery longevity from this implantable device. Boston scientific technical services was contacted and confirmed the battery was prematurely depleting. It was recommended that the device should be replaced within 60 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.